Event description:
It was reported an undefined issue with the alarms. Customer refused to troubleshoot the issue over the phone. No additional information was provided. There was no reported adverse impact.